Event description:
It was reported that short coupled vp/vs markers were seen on initial electrogram during interrogation of the device during routine clinic follow up. The right ventricle (rv) bipolar impedance was measured at 2100 ohms and apparent non-capture of the rv pacing lead observed with output set at 2.5v@0.4ms. The physiologist performed an rv pacing threshold test reducing the amplitude from 5.0v and an rv pacing threshold of 0.6v@0.4ms was determined. The device was observed to be pacing appropriately with successful capture at its programmed output of 2.5v@0.4ms after the testing. The bipolar rv lead impedance was remeasured and was 650 ohms. Patient had previously had atrioventricular nodal ablation (avna) with an escape rhythm of 37 bpm and device was reporting 100% v pacing on the counters. The physiologist retested pacing threshold and impedance in unipolar pacing configuration and reprogrammed the pacing configuration of the device. Patient was enrolled on latitude home monitoring and their follow-up period intensified. Unfortunately arm maneuvers and manipulation of device to try and recreate loss of capture were not performed during the check. Account have been advised to further investigate the integrity and functioning of the pacing lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).